Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized for high blood glucose reading of 600mg/dl. The customer stated that she was released the same day. The customer has taken off the insulin pump and she has been on manual injections. Troubleshooting was performed. The customer stated that she changes the infusion sets every five days. The programming on the device was correct. Ran a fixed prime test and the insulin exited. The customer requested a replacement of the insulin pump. No further info was provided.